Event description:
Literature article received. This report is being filed after the subsequent review of the following article: sodl, j., kozin, s., and kaufmann, r. (2002). Development and use of a wrist fusion plate for children and adolescents. Journal of pediatric orthopaedics, 22, 146-149. The goal of this study compression plating is a reliable technique to achieve wrist fixation and fusion. Five children underwent wrist fusion using a custom-designed fusion plate. Mean age at the time of surgery was 16.4 years, three girls and two boys. The indication for surgery was paralysis in three patients and spasticity in two. The evaluation period lasted 1998-2000. In one patient, numbness and tingling, diagnosed as carpal tunnel syndrome, occurred. Carpal tunnel release was required to alleviate his symptoms. This is report 1 of 1 for (B)(4). This report is for an unknown pediatric-sized wrist fusion plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sodl, j., kozin, s., and kaufmann, r. (2002). Development and use of a wrist fusion plate for children and adolescents. Journal of pediatric orthopaedics, 22, 146-149. This report is for an unknown pediatric-sized wrist fusion plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.